Event description:
The event is reported as: air leak found at the settings prior to use. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.